Event description:
In 2009, the product manager reported that the pt had an infection resulting in a revision surgery where the surgeon removed all the universal clamps. The surgeon replaced the universal clamps with lueke wire. The hospital retained the universal clamps for analysis. Additional info received the following month, via telephone, the sales rep reported that during a revision surgery 5 universal clamps, 4 set screws and 2 crosslinks were removed due to an infection. The initial surgery was performed one month prior. The surgeon implanted some lueke wire in place of the universal clamps, replaced the set screws and the crosslinks. Additional info received from the sales rep the following month, the sales rep reported that the 4 set screws and the 2 crosslinks were not zimmer spine products.

Manufacturer narrative:
Device is not expected to be returned. Eval is pending.